Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a prime and fill anomaly. When they changed the set, the whole insulin flew and the insulin pump did not count the insulin amount. The customer¿s blood glucose level was 155 mg/dl. They were advised to change the set. The issue recurred. The customer was asked to be called back. The customer was called back. They reported that they had changed the sets until the insulin pump was working normally. The insulin pump passed troubleshooting. The device will not be returned for analysis.